Event description:
It was reported an issue with the device stopping and restarting allegedly by itself. There was patient involvement but unknown impact.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: returned to manufacturer on, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique identifier (UDI) #, medical device serial #, device available for eval?, device return to manuf .? Additional information: concomitant med prod data, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an issue with the device stopping and restarting allegedly by itself. There was patient involvement but unknown impact.